Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 03/16/2023. An investigation was conducted on 03/22/2023. A visual inspection was conducted. The actuation button was depressed and the needle was advanced. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the returned aortic cutter. There were no visual defects observed on the loading device. The delivery device and the seal and tension spring assembly was not returned for evaluation. Based on the incomplete device return, the reported failure "fitting problem" was not confirmed. The lot #3000296347 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that the hst iii system (3.8mm), used for a coronary artery bypass procedure, would not load correctly in the tube and therefore wouldn't deploy. This was done prior to handing it to the surgeon. They followed the sharp system. It failed to load at step 3 advance, seal didn¿t roll up in chamber. The blue slide lock was not engaged. The white plunger was not pressed. No delay. A new device was used. No patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.